Event description:
The pt had erythema around the incision site. The pt was hospitalized. An unspecified surgical treatment was performed on (B)(6) 2010. The severity of the event was reported to be "moderate." The event outcome was reported to be "ongoing." The device system was used to deliver dilaudid.

Manufacturer narrative:
(B)(4).